Event description:
It was reported that the pump indicated a data log corruption. There was no reported adverse impact to customer's blood glucose level. Reportedly, customer continued using pump for insulin therapy.